Manufacturer narrative:
Internal cross reference: complaint (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported the auto voice was not working and they were unable to hear the patient at all times. If the operator is unable to hear the patient due to a failed microphone, there is potential for injury to the patient. This issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported the auto voice was not working and they were unable to hear the patient at all times. This issue occurred on a brilliance 16 air CT system. The customer confirmed with the philips help desk that there was no patient impact and no harm as a result of this event. The case was dispatched to a philips field service engineer (fse) for onsite service. The fse arrived at the customer site and investigated the issue. The fse checked the functions of the voice manager, which was working, and then determined that the audio cable to the host was disconnected. The fse reconnected the audio cable to the host to correct and resolve the malfunction and performed testing to confirm the auto voice was working and that the operator was able to hear the patients. The system was then turned over to the customer for clinical use; no parts were replaced. This event has been determined not to be a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.